Event description:
The event was a revision surgery occuring on (B)(6) 2021, approximately 5 weeks after initial surgery on (B)(6) 2021. The original humeral cup of 36/+6 was replaced with humeral cup 36/+9.